Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) was implanted and that same day, the patient returned showing significant bleeding the dressing was removed and pressure was applied. This was completed sterilely and the area was re-prepped. The incision was closed again with new sutures. The hemostasis appeared to have been achieved and the sutures were covered. No additional adverse patient effects were reported.